Manufacturer narrative:
Product complaint # (B)(4). Exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number of the device available? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed? Was the device saved? If so, will the device be returned for analysis? What is the current status of the patient? Response: this was a more standard post-op leak that presented within several days. The surgeon stated that it is difficult to say whether it was stapler related. Intraoperatively, the surgeon noticed that it was harder to fire the device. His partner was having trouble squeezing the device and it did not seem as smooth. However, he did hear the ¿crunch.¿ he commented that he dictates after every firing as he scrutinizes the anastomosis. He scopes each anastomosis, ensures a negative air leak test, checks the donuts, and checks for no tension on the anastomosis. He inspected the donuts, but not the cutting washer. However, he reiterated that he always listens for the audible crunch during firing. It is unknown whether any staples were malformed as there was also a linear staple line present; visually the anastomosis was intact intra-operatively. He would divert if anything did not seem right; the anastomosis did ¿passed the muster¿ intra-operatively.

Event description:
It was reported that after a low anterior resection there was an anastomotic leak.